Event description:
The customer reported a breakage during thawing. The bag was stored in liquid nitrogen for 2 months. The day before thawing it was removed from liquid nitrogen and stored in vapor phase for 18 hours. On the day of reinfusion, the bag was transferred to dry shiper. Before thawing the metal cassette was opened, the identification data were checked, and the bag appeared fine. But at the time when it was taken from shipper, and put to dry warming device sahara the overwrap bag expanded, and exploded. When the customer checked it, they found that the freezing bag was damaged too. The patient was treated with backup material. For this lot miltenyi biotec received reports about four bags affected by breakage related complaints (however with different failures and causes). The incident rate is (B)(4).the investigation showed that likely air or liquid nitrogen was trapped inside a bag. This is avoided if following the validated protocol. Therefore a handling error is assumed.